Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Number CAPA/sa - as no samples were returned for investigation it was determined that no corrective action is required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 3 bd ultra fine¿ pen needles were unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported finding 3 pen needles that would not allow insulin thru them, they clogged during flow check. Lot #: 0224860. Catalog#: 320550. Date of event: unknown. Samples status : discarded.